Event description:
During a follow-up, a message of "no tachyarrhythmia therapy will be delivered" and vvi backup stimulation was noted. It was not possible to reprogram the ICD. Inappropriate shock was delivered. The physician will send the patient to the implanting center to check and/or replace the device. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.